Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, an audible leak was heard and patient was losing vt, a blown cuff was discovered from the patient tube. Emergency trach change was done using the same type and size of trach. The device was submerged with water to locate the leak and it was found between the trach cuff and pilot airline connection.